Manufacturer narrative:
H4: the device was manufactured from december 9, 2020 - december 10, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside the bladder which suggested an underinfusion may have occurred. Due to the nature of the sample no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The reporter stated that after 46 hours, solution remained in the device. It was stated that based on the size of the balloon, it showed that it had not completely infused to patient¿s body. The device had been filled with unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.